Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. The customer required assistance administering a manual insulin injection to address bg level. Reportedly, the alleged issue resolved.

Manufacturer narrative:
Device not returned.